Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/14/2015 with the following findings: the keypad appeared to be undamaged. All the keypad buttons were intermittently unresponsive; however, the keypad cover was removed and no contamination was found under any button contacts. Unrelated to the original complaint, there was moisture present in the display lens. The display was dim and discolored. Also unrelated to the original complaint, the leak test was performed and there was a leak in the device casing near the display lens. The device was opened and there was moisture present throughout the interior and on the keypad flex. Also unrelated to the original complaint, the battery compartment was cracked. The battery compartment was free of moisture.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging that all of the keypad buttons were under responsive to button presses. The reporter indicated that there was no noted damage to the keypad but moisture ingress was observed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.